Event description:
During an idiopathic vt ablation, it was reported that a perforation of the right ventricular outflow tract had occurred. The procedure was stopped and an ultrasound was performed. The patient is currently being monitored. No additional treatment was required. There is no indication that any bwi equipment was at fault.

Manufacturer narrative:
Upon follow-up with the clinical account specialist and the lab manager at the facility, the patient was released a few days later but the lab cannot provide any specific details about the release date, age or gender of the patient. The facility will not be returning the disposable products for analysis. The customer indicated that the bwi equipment did not malfunction, and there is no service required. Should the product be returned to bwi in the future, an analysis will be performed and a supplemental will be submitted to the FDA. Concomitant products: carto, rmt v8 system, us catalog # m550000, (B)(4). Stockert 70 rf generator, us catalog # s7001, (B)(4). (B)(4).